Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran an alignment test for sample probe 2, reagent probe 3 and reagent probe 4. The cse adjusted the bottom of the cuvette for sample probe 2, replaced and aligned reagent probe 4 and the drain assembly, and ran mix tests, which were within acceptable ranges. The cause of the falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The initial discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument with a higher result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.